Event description:
The customer reported that their acuity system shutdown during a mains power outage and is at login prompt asking for a password. Customer's clinical engineering team determined that their acuity system was running but no monitors were connecting to the system. Fault traced to the ups in the network closet. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
Welch allyn recommended that the customer replace the battery(s) on ups in closet. The ups is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: bmet confirmed ups failure.